Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was identified as not making a proper connection. This info was forwarded to the customer. No further conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.